Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The manufacturer confirmed the fire originated from an external source. The device was evaluated and was found to have no evidence of thermal damage internally. The device was tested and passed all testing.

Manufacturer narrative:
The manufacturer previously reported a patient that allegedly was hospitalized with carbon monoxide while using a millennium oxygen concentrator. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.